Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that the lots met all pre-release specifications. Aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serious fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis. Please note attached list of additional devices implanted in the pt. Pcc141200/lot# 022461914 - registration site number 2953161. Pcc161400/lot# 02930275.

Event description:
In 2004, the pt received treatment for an abdominal aortic aneurysm and was implanted with gore bifurcated aaa endoprostheses. On an unk date, follow-up images revealed aneurysm sac enlargement with no evidence of an endoleak. In 2009, the pt underwent reintervention to reline the original implanted devices. Two contralateral leg components and an aortic extender component were used in this procedure. The pt tolerated the procedure.